Event description:
Liver transplant case, routine intubation with endotracheal tube new to our hospital (flexi-set cuffed endotracheal tube) by rusch/teleflex. No problems for about an hour, then noted etco2 and peak airway pressures going up, o2 saturation 100%. Impression was that tube was partially kinked, but no kink visible outside the pt or within palpable reach in the oropharynx. Attempted to pass bronchoscope and visualized kinked endotracheal tube with the kink clearly visible above the vocal cords. Glidescope passed, tube was through vocal cords, kink at almost 180 degrees above cords. Ett withdrawn (cuff down) with palpable snap as tube unkinked. Ventilation then easy with low pressures and the case proceeded uneventfully. We feel this is the same kinking issue reported in other teleflex endotracheal tubes. These tubes are more rigid than other tubes and are probably prone to kink rather than softening and bending. In our case, there was a large abdominal retractor being used with significant upward lift on the chest cavity of a very small pt to gain access to her liver, which was significantly scarred. The kinking of this tube coincided exactly with placement of the upper blades on the retractor. Normally, an endotracheal tube will move further down the trachea (causing a mainstem intubation), but in this case, the tube kinked above a spot where it was relatively fixed -- the vocal cords. Three anesthesia providers with over 100 years of experience have never seen a tube kink like this, especially deep in the oropharynx. Fortunately, we recognized and corrected the problem, but the pt experienced severe hypercarbia from hypoventilation. When we saw that other teleflex tubes had been recalled for a very similar and unusual kinking problem, we removed all model 504575 teleflex tubes from our operating rooms we had them only as a substitute because our preferred tubes were not available. Other providers had expressed concern with how stiff the tubes prior to this incident. We believe that stiffness is what is causing kinking. All teleflex tubes made in this manner should be.